Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three months later, an attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, a 0.038-inch bentson wire was introduced through the sheath and placed in the distal inferior vena cava. A cavogram demonstrated the inferior vena cava filter with no tilting of its axis. There was evidence of a filling defect of length 3.5 cm, attached to the filter and extended to the level of renal vein, compatible with blood clot. It was then decided not to remove the filter. The patient¿s sheath was removed, and hemostasis was achieved with manual compression. After six months, second attempt was made to retrieve the filter. Through the ultrasound-guided right internal jugular vein access, a 5-french sheath over a 0.018-inch wire was secured. Contrast was injected into the inferior vena cava. The inferior vena cava filter was identified. There was no evidence of filling defect in inferior vena cava, suggestive of clots. A 30 mm amplatz gooseneck snare with a 6-french guiding catheter was inserted into the inferior vena cava, the snare was placed around the superior hook and tightened. Snare and inferior vena cava filter removal were attempted, but the inferior vena cava filter was tilted and hooked into the wall of the inferior vena cava, just below the level of the renal vein insertion. Multiple unsuccessful and different attempts were made to remove the filter. The goal was to straighten the filter prior to removal, but this was unable to be accomplished due to the nature of its embedment in the inferior vena cava wall. The inferior vena cava filter was left in place. Post-procedure cavogram showed no evidence of contrast extravasation. Hemostasis was achieved with manual compression. Therefore, the investigation is confirmed for alleged filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, pulmonary embolism and in conjunction before scheduled debulking. Approximately two months and twenty six days post filter deployment, it was alleged that the filter tilted. The device has not been removed after multiple attempts, but unsuccessful percutaneous removal procedure. The patient was diagnosed with thrombus above the filter; however, the current status of the patient is unknown.